Manufacturer narrative:
The accounts maintenance repaired the bed but doesn't know what the issue was or what resolved it.

Event description:
The account stated the bed has a siderail that will not latch.